Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: safety mechanism retract slower.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit from lot number 4066004. The unit was received retracted and with no catheter or needle cover. The unit was placed back into initial position and attempted to retract. The unit retracted successfully, and no delay was observed. A functional test showed that the needle retracted within the specification time. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.